Event description:
After reshaping the guide wire distal tip and during advancement of the catheter through a lesion in the arch of a tortous circumflex artery, the guide wire backed out of the vessel. The physician stated that the guide wire should have retained the reshaping. During eval of the returned device it was determined that the coating of the guide wire had been peeled or scraped off. Although no pt complications or injuries were reported during this procedure, it has been determined that peeled detached coating may embolize and cause an adverse event if it were to recur.